Event description:
Permanent dry eyes, floaters and high order aberrations after lasik. No cures really help us to decrease pain, visual aberrations like ghost images, halo, glare and obstructions of vision cause by floaters. Nobody should doing lasik if not necessary, too bad outcomes and nothing to help once it's done. Marketing is shame around refractive surgery.